Manufacturer narrative:
Additional information identified that it was the mount that would not disengage from the implant. The implant and mount are a bundled item. There will not be any further medwatch reports submitted under this number.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device brand name unknown; device product code unknown; device catalog number and lot number not provided/unknown; reporter's email not provided/unknown; device discarded.

Event description:
It was reported that the implant and healing abutment would not disengage from each other. During the removal process of the healing abutment, the implant was damaged. As a result, the implant had to be removed.